Event description:
Patient care technician (pct) noticed a blood leak before the alarm went off during a patient's hemodialysis (hd) treatment. Upon follow-up, the registered nurse (rn) confirmed the blood leak was internal and occurred 3.5-4 hours after initiation of treatment. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was detected before the alarm went off and treatment was immediately stopped when the pct noticed the blood swirling in the dialyzer and the machine was promptly removed from the treatment floor. Blood test strips were not used as the blood leak had been visually noted. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss (ebl) was 500ml. Immediately following the event, the patient's remaining treatment was not completed. It is unknown if the machine has remained in service or has been repaired and placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 250° with the ports at 0° on the cavity ID end. The fiber fragment measured approximately 2.0 inches in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
Patient care technician (pct) noticed a blood leak before the alarm went off during a patient's hemodialysis (hd) treatment. Upon follow-up, the registered nurse (rn) confirmed the blood leak was internal and occurred 3.5-4 hours after initiation of treatment. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was detected before the alarm went off and treatment was immediately stopped when the pct noticed the blood swirling in the dialyzer and the machine was promptly removed from the treatment floor. Blood test strips were not used as the blood leak had been visually noted. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss (ebl) was 500ml. Immediately following the event, the patient's remaining treatment was not completed. It is unknown if the machine has remained in service or has been repaired and placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
Patient care technician (pct) noticed a blood leak before the alarm went off during a patient's hemodialysis (hd) treatment. Upon follow-up, the registered nurse (rn) confirmed the blood leak was internal and occurred 3.5-4 hours after initiation of treatment. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was detected before the alarm went off. Blood test strips were not used as the blood leak had been visually noted. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was unknown. Immediately following the event, the patient's remaining treatment was not completed. It is unknown if the machine has remained in service or has been repaired and placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.